Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump alarmed during self-test and unable to communicate with test glucose meter due to faulty at radio frequency board. After the component replacement, the unit was programmed with a test glucose meter. The unit communicated properly and recorded the 147mg/dl value properly from glucose meter. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency pic failed self-test. The customer's blood glucose level was around 130mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.